Manufacturer narrative:
This is one of one initial/final MDR report being submitted for this complaint with associated MFR # 2954740-2016-00254. Additional procode nry. (B)(4). Concomitant medical products: synchro standard, prowler select plus microcatheter, penumbra 5 max intermediate catheter. The revive will not be returned, in addition no quality issues were alleged, and therefore no root cause can be assigned. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Cerebral ischemia and renal failure are known adverse events associated with the use of the revive se device and are listed in the IFU as such. All products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Review of the available information suggests that target lesion, clot composition and contrast media infusion may have contributed to these events. No further actions are need at this time.

Event description:
As reported by (B)(6) study, subject (B)(6) underwent thrombectomy on (B)(6) 2016. Pre-treatment magnetic resonance imaging revealed thrombus to be located in left middle cerebral artery m1. Patient was given rt-pa pre-angio at a dose of 1mg/kg. Tici score was reported to be zero pre-procedure. No IV or ia lytic given intra-procedurally. Thrombectomy was performed using revive se (frs21452299/s10414); one pass was made with the device. There were no intraoperative adverse events or technical complications. Tici score was reported to be tici 3 post revive and tici 3 at the end of the procedure. At 24 hour follow-up on (B)(6) 2016, imaging was performed but no intracranial hemorrhage was reported. No adverse events were reported. Patient was discharged on (B)(6) 2016. No new adverse events or medication reported between the 24-hour follow-up and discharge. Device has been discarded. Ischemic focal lesion was reported in patient with date of onset as (B)(6) 2016. The lesion was in the left carotid territory with left parietal cortical edema that could have resulted due to post critical origin. There were no device malfunctions reported. The event was new, mild in severity and not a serious adverse event. The relationship of the event to the study procedure, medications, or to the underlying disease state is unknown. It was reported that the event was not related to the codman study device; and there were no medical interventions required due to the reported event. The patient did not present any neurological complications.